Event description:
The door was raised and the resident in the bath started moving. The caregiver released the door to control the resident, and the door feell and hit the caregiver. The caregiver suffered bruises on the forearm and left side of the head and temple.